Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during proximal gastrectomy and the functional surgery of the large intestine, for the 8th firing, a reload was loaded to the handle however upon checking, the jaws could not be opened/closed. Attempted for the second time, but to no avail. The event occurred during the procedure, but the product was not used for patient. Replaced by a new reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.